Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working which was reproduced during evaluation. The reported keypad not working was verified and found to be caused by a loose keypad flex plug which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum pump was not working. The problem was found in the biomed service department. There was no patient involvement. No additional information is available.